Event description:
It was reported the patient had three loose locking caps on the right and left side post-operatively.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Evaluation of the rod and six locking caps was performed upon return. Visual observations of the locking caps revealed no unusual damage. Wear can be noted in regions of interaction between the locking cap and screw head or rod as expected. No other mating components were returned for evaluation. During revision, a new 90mm curved rod and three new locking caps were implanted on the right and a new 95mm curved rod and three new jocking caps were implanted on the left. The locking caps were tightened using a counter-torque with the specified 8nm torque handle. It was noted that the counter torque went onto each screw head with ease and was removed after tightening with ease. This would indicate screw head splay did not exceed the limits allowable when functioning with the counter torque. The exact cause of the reported issue cannot be determined. The following sections have been updated for this supplemental report.